Event description:
It was reported that the insulin pump alarmed motor error multiple times. Troubleshooting was performed, but the alarms continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to loose drive support disk.